Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a rtm failure; no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated starting about a week ago, the controller would shut itself down while charging the implant. Pt clarified the screen would say battery low recharge controller, but when pt plugged controller in to ac power, controller would be 70%. Pt said they'd had to reset several times and today after resetting, the controller got extremely hot while charging again. Pt didn't see any damage to recharger (rtm), but said one pin in controller port was a different color from the rest. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information received from the patient. Pt states she got the new controller and having trouble connecting. Patient services (pss) reviewed to pair equipment and pt states she has tried this and will not pair and states no device found. Pss advised if ins depleted will not be able to pair until charge in the ins. Pss walked pt through passive charge and was able to get to the charging excellent screen, pt states the rtm cord gets really hot, pt states she mentioned this before to pss agent. Pss sent request to repair for rtm.